Event description:
It was reported to philips that while performing the operational check, the device displayed false asystole and zero heart rate errors on the screen. There was no patient involvement.